Event description:
Tsr reported that the account alleged that there was a patient death. The patient was allegedly found on the floor expired. Tsr found that the bed functioned properly. Hospital declined to release any further information about the alleged event and would not release any patient information at this time.